Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had triggered an alert for high superior vena cava (svc) defibrillation coil impedance. No reprogramming has been completed at this time and the lead remains in use. No patient complications have been reported as a result of this event.